Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump display screen went blank after the battery was changed; however, the pump continued to emit audible tones and vibration. Several different batteries were replaced in the pump. The display screen eventually displayed the verify screen again, and the pump alarm history recorded multiple cs 054 call service alarms, as well as a low battery warning with code 177-7288 and a replace battery alarm with code 128-6c84. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple cs 054 call service alarms. During testing, the pump was exercised for 24 hours with no duplicated alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.